Event description:
During biomed testing and routine preventative maintenance of the device, the user was unable to charge defibrillation energy. The complainant indicated that there was no patient involvement in the reported malfunction.